Event description:
Customer reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin.